Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the jaws of the sureform 60 stapler opened upon firing and the staples fell from this green reload into the patient. This event happened twice, both with green reloads. This complaint is being used to capture the second fire. Investigation from the advanced stapler log review and follow up, revealed the first installation had four incomplete clamping cycles using a green reload. The second installation, using another green reload, resulted in a fire with no pause for compression. This was the first da vinci stapler fire of the procedure and the first occurrence of the reported unintuitive motion. The cta reported that when the stapler clamped, it didn¿t seem to clamp all the way and when it fired, the jaws opened and straight, open staples fell out of the reload. There was no effect on the tissue, no staple line formed and no tension on the bowel when fired. A specimen retrieval bag was inserted, and the suction irrigator was used to place the staples in the bag. Next, a blue reload was placed on the sureform 60 stapler and the surgeon made five unsuccessful clamping attempts and never fired. The last installation was done using another green reload. There was an unsuccessful clamp, successful clamp then unclamp and finally, a third clamp and fire with no pause for compression. This fire was done on a specimen that had been resected and not yet removed from the abdomen. During this fire, the cta reported the same unintuitive motion occurred and staples again fell out of the reload. The staples were retrieved in the same manner and without any confirmation testing of complete removal. The procedure was completed robotically with no injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting fallen staples, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the advanced stapler logs for the sureform 60 (part number: 480460 /lot: l92211108-0031 / sn: (B)(4) associated with this event was performed. Investigations reveal it was installed on the system four times and fired twice. Firing occurred on the second and fourth install, using a green reload (part number: 48360g-08) each time. On the first install there were four incomplete clamping attempts ranging from 63%-66%. On the second install, firing was completed with no pauses for compression. On the third install with a blue reload, user made five completed clamping attempts with no attempt to fire. Lastly, on the fourth install, there was an incomplete clamping attempt that failed at ~70%. The next clamp was completed, then an unclamped before a third clamp, followed by the second fire of the procedure which was completed with no pauses for compression. There were no stapler related errors correlating with this instrument in the msc logs. The first fire was on universal surgical manipulator (usm) 4 and the second fire was on usm 2. No image or procedure video was provided for review. The probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staples fell from the reload and into patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Based on the claim against the product by the customer noting fallen staples, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The green sureform 60 stapler reload (part number: 48360g-08) was analyzed and the complaint regarding fallen staples was not confirmed by fa. Upon visual inspection, the reload appeared to be used and fired without any issues. There were no external physical damages observed. No pusher damage, no cartridge damage, and no undeployed pushers were found. The reload was disassembled in-house for inspection and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.